Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and throughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting that a patient had some sort of accident and presented at some point in time with an open and dirty hand wound with tendon damage. The repair required a full thickness skin graft and extensor tendon repair to the "pinky" or "little" finger. The tendon repair was accomplished with the use of microfix anchor for fixation. At some time subsequent to the repair, the patient developed some sort of reaction. A re-visitation surgery to acquire material for a bone biopsy; surgeon noted that there was some osteolysis. The facility is claiming that the lab results were positive for some type of infection, and are claiming that the results point towards the anchor as being the underlying cause for this infection. Questions are out, asking for details, further information and patient status.